Manufacturer narrative:
G3: the previously provided medtronic aware date (2024-11-27) for this incident has been corrected to (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in the literature article, four cases of piston extrusion after stapedotomy were reported. Two of the cases used a medtronic teflon prosthesis. Patient one: presented two years after a successful stapedotomy on the right ear. An all-teflon piston was found in the ear canal with an intact tm. Revision surgery with repositioning of a large loop teflon prosthesis provided closure of the air-bone gap. However, recurrent extrusion occurred 12 months thereafter during follow-up. Second revision surgery with positioning of a teflon piston, this time with tragal cartilage interposing between the prosthesis and tm, resulted in long-term alleviation of conductive hearing impairment (ac 33 db, bc 23 db pta after 12 months).

Manufacturer narrative:
The results of the medical safety assessment concluded that event and its severity are known and labeled per ossicular prosthesis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.